Event description:
This case was reported by a consumer and described the occurrence of leg cramps in a (B)(6) male patient who received super poligrip free denture adhesive cream (formulation number (B)(4)) for an unspecified duration and super poligrip original (formulation number (B)(4)) denture adhesive cream for over 10 years for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date(s), the patient started the two formulations of super poligrip. At an unknown time after starting super poligrip, the patient experienced leg cramps and tingling in legs. On an unspecified date, the consumer reported that he was hospitalized for a period of seven days for nephrectomy due to renal cancer. In 2009 (dates unspecified), the patient was hospitalized for a period of four days for cholecystectomy and splenectomy due to cancer. At the time of the report, the consumer has not discontinued use of super poligrip. The tingling in his legs and leg cramps continued. It is unknown if the kidney, gall bladder and spleen cancer have resolved.

Manufacturer narrative:
Manufacturer's comment: super poligrip is manufactured in (B)(4). The lot number for super poligrip original is available, while the lot number for super poligrip free is unavailable. It is unknown whether or not the products will be returned for quality assurance testing. (B)(4). Additional lot #: v09444.